Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic following multiple oversensing episodes and intermittent capture seen. The physician will reprogram the device during the next follow-up to resolve the oversensing, and will monitor the intermittent capture. The patient was in stable condition.